Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." Contraindications: ¿ patients with urinary retention. "Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter. ¿ having frequent episodes of bowel incontinence without a fecal management system in place. ¿ experiencing skin irritation or breakdown at the site". " recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection but was unsure if it was from the purewick female external catheter use or due to having urinary retention and loose bowl movements. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infection. Per customer contact via phone on (B)(6)2023, customer stated that they did not think the urinary tract infection was due to pure wick use. The patient was on hospice and had a lot of sediment in the urine. Patient was prescribed an antibiotic for the urinary tract infection but they did not know the name of it. The antibiotic led to bowel incontinence, so they had to stop pure wick use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection but was unsure if it was from the purewick female external catheter use or due to having urinary retention and loose bowl movements. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per customer contact via phone on 09feb2023, customer stated that they did not think the urinary tract infection was due to pure wick use. The patient was on hospice and had a lot of sediment in the urine. Patient was prescribed an antibiotic for the urinary tract infection but they did not know the name of it. The antibiotic led to bowel incontinence, so they had to stop pure wick use.